Event description:
It was reported that the bd syringe 5ml ll sp125 barrel cracked. The following information was provided by the initial reporter: material # 309646. Batch # unknown. Verbatim: rcc received a complaint via email. Email(s) attached. I'd like to submit a concern about a syringe malfunction. Bd syringe 5 ml luer lok tip syringe product # 309646. Lot 515404. Exp 04/30/30. There was a crack in the syringe. When it was used, medication sprayed out of the side of the syringe. Additional information provided: 1. Can you please provide an exact date of incident in this format mm-dd-yyyy? (B)(6) 2025. 2. Is there a photo/video or physical sample available showing the reported issue? If yes, please provide the address of the facility for us to ship the return label? N/a. 3. It appears that the provided lot number [515404] may contain a typo. Could you please verify and confirm the correct lot number? I've confirmed and this is the lot number that was provided in the incident report. 1. Which part of the syringe was crack. Top of the barrel/bottom of the luer lock 2. Please confirm on any harm or patient impact. Drug squirted out sideways and into technician's eye - no lasting harm. 3. Kindly provide the number of occurrences. Once.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Additional information: drug squirted out sideways and into technician's eye - no lasting harm the eye was rinsed with water in the eye wash station. No further medical intervention was required.

Manufacturer narrative:
Additional information: (b) added event details. Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.